Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced diaphragmatic stimulation post-operatively. The left ventricular (lv) lead was repositioned in the same vein the day after the original implant. The lead remains in use. An additional left ventricular (lv) lead was placed in a different coronary branch for future pacing options. No patient complications have been reported as a result of this event.